Event description:
It was reported that the ilet user experienced fluctuating blood glucose after a missed meal announcement, resulting in prolonged hyperglycemia that the system addressed with automated corrections, followed by a downward trend during which the caregiver noted a basal dose while glucose was already decreasing. The user later treated a low and the agent reinforced meal announcement best practices and hypoglycemia treatment, with user-related factors characterized as an improper or incorrect procedure involving the user interface. Symptoms included hyperglycemia and hypoglycemia ranging from 40 mg/dl to 400 mg/dl with shaking/tremors, weakness, and fatigue. Outcomes included no lasting impact and minor injury of low glucose resolved with use of oral glucose. Investigation included communication and interviews, along with analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to failure to follow instructions concerning meal announcements and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.